Event description:
Customer's mother called to report that the insulin pump has experienced a keypad anomaly. Customer's blood glucose reading was 202 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump had no button response due to flattened act and down arrow button dome switches.